Manufacturer narrative:
(B)(4). (Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Patient was examined with torso 32 channel coil, first in supine position and later in prone position. One day after the examination two second degree burns were observed on the leg. One burn was 2cm in diameter and the other was 1 cm in diameter.